Event description:
In 2008, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultra meter had an "error 2" issue. The complaint was classified based on the customer care advocate's (cca) documentation. The patient stated that the alleged issue began on the same day at an unspecified time. During that time, the patient reportedly obtained an "error 2 message" on the subject meter. The patient did not make any changes to her diabetic medications following the issue. After the reported issue, at an unspecified time, the patient reportedly experienced symptoms of "thirstiness and dizziness." One the same day at 12:30pm, the patient reportedly went to doctor's office for the regular appointment and tested "60mg/dl" on the doctor's meter. It is not known whether the patient had any symptoms during that time. The patient reportedly did not receive/require any medical treatment for the diabetes. During the troubleshooting, it was noted that the test strips were in good condition and when retested, the issue was resolved. There is no evidence of a meter malfunction because the alleged issue was resolved through troubleshooting. However, this complaint is being reported because the patient claimed that she developed symptoms suggestive of hyperglycemia after the alleged issue began with the subject meter.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.